Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an implantable pulse generator (ipg) explant procedure.